Event description:
A vaxcel pasv PICC was placed for therapeutic purposes in 2005. It was reported the PICC line had a pinhole at the exit site close to the suture wing. The PICC line was replaced in 2005.